Event description:
It was reported that the device would not fire. Surgery completed with new device. No harm to patient. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # 621a34 investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a tr45w reload loaded in the device. The reload was received partially fired 1/3 and with the reload lockout spring damaged. The returned device was tested for functionality with test reload and it fired and cut as intended. However, the staples did not meet the staple form release criteria. No conclusion could be reached on what caused the condition of malformed staples. The device was disassembled to verify the condition of the internal components and no anomalies could be observed. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The device was sent to cincinnati for additional evaluation. Upon arrival in cincinnati pi lab, an end-effector CT scan was performed and parts checked out and were assembled correctly. Wedge bands and knife were out of position. Most likely were mislocated when the device was disassembled (firing bar removed from pusher block). No conclusion could be reached on what caused the condition of malformed staples. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.